Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sites did not stick which caused high blood glucose levels and that the insulin pump was damaged. The customer was assisted with damage troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident but had mentioned that they have experienced a high blood glucose of 600mg/dl. Customer declined to troubleshoot for the high readings. The customer stated that the insulin pump's reservoir compartment's locking area had cracked and chipped. The customer stated that they had no idea how the damage occurred. The customer also declined troubleshooting for site not adhering. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.